Manufacturer narrative:
Date of implant is unknown but surgery happened in (B)(6) 2014. (B)(6). (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent posterior fixation at levels th10-l4 to treat kyphosis and scoliosis on (B)(6) 2014. X10 cross linkwas placed between l3 and l4. On (B)(6) 2015, revision was done due to infection. Irrigation was performed after all the screws were removed. Rep reported that the patient had severe decubitus in particular where the x10 was placed.